Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported abrupt disconnection of tubing above the humidifier. This caused ventilation to stop. Profound desaturation was reported.

Manufacturer narrative:
It has been further clarified that the country of incident for this complaint is australia. This is not reportable in the us as the circuit is manufactured with a different material and is not a similar device sold in the us